Event description:
Patient was revised to address poly wear, a malpositioned cup and femoral stem loosening of a competitor product.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. X-rays were received and reviewed. The entire pelvis and femoral component are not visualized. The uncemented acetabular component is malpositioned with ~ 54 degrees of abduction. There are five screws visualized on the radiograph. The head is eccentrically located within the acetabular cup suggestive of polyethylene wear. It is not uncommon to report polyethylene wear after 21 years. Malpositioned devices can increase the contact zone between the femoral head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and increases wear rates. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.